Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a company representative. It was reported that the office does yearly proactive cap (catheter access port) studies to check the patency of the catheter. The patient had not experienced any symptoms, and the negative dye study referred to a study that failed and that fluid was unable to be aspirated.

Manufacturer narrative:
Analysis of the 8780 found catheter body dried drug, blood, or foreign material occlusion. Analysis found foreign material deposited in the dispensing holes and on the catheter body. Interrogation of the pump determined it was used to infuse 2,000 mcg/ml at 409.9 mcg/day. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving gablofen via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity and cerebral palsy. The return paper work received with the device indicated a negative cap (catheter access port) study. The pump and catheter were explanted on (B)(6) 2015. The pump was reported to be electively replaced. No rotor or dye studies were performed. There was no patient injury. The patient recovered without sequelae following device removal. Additional follow-up is being conducted to obtain clarification on device issue and if the patient experienced any symptoms related to the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.